Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, loose/shifted end cap sticker, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. She attempted to deliver a bolus but the buttons on the insulin pump were randomly unresponsive. Customer's blood glucose level was 168 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.